Event description:
It was reported following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed moderate tortuosity and calcification in the femoral artery. The angio-seal was deployed and hemostasis was achieved. No anomalies were seen at the puncture site. After a while, the pt experienced hypotension and a retroperitoneal bleeding event was suspected. A CT was attempted but was not completed as the pt's condition worsened and went into shock. The pt underwent surgical intervention where the angio-seal was removed. The surgeon confirmed that the puncture site was a "high stick", proximal to the inguinal ligament. The surgeon also confirmed the access as being a single wall puncture, the anchor was deployed correctly, and the collagen was compacted correctly. Bleeding was present beside the collagen. The pt has recovered.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined; however, the surgeon stated the arterial access was high and proximal to the inguinal ligament. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleeding event.